Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The message "wait for 60 minutes" was reported by a customer when scanning the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer lost consciousness and was attended to by the fire department. The customer was provided both humalog and lantus insulin by a non-hcp from the fire department personal. No further information was reported. Of note: the treatment of humalog and lantus is not consistent with the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.